Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture was observed. Unrelated to the complaint, the audio bolus button cover was damaged. The button was responsive during testing.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging that the battery compartment was damaged and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.